Event description:
Approximately nine days after the start of extracorporeal membrane oxygenation (ECMO) treatment, it was reported that an air bubble detected alarm (#210) that was noticed. In the initial reporting, it was stated that there was ¿a massive air ingress on the gas inlet side¿ of the xlung kit 230. There were no loose connections on the gas inlet side of the xlung kit. The cannula connections and several other sources were checked, and the operator tried to evacuate the air, but the problem reappeared ten minutes later. It was confirmed that all connections were secure prior to the start of treatment. Additionally, there were no visible defects or abnormalities noted on the devices. Upon follow-up, it was reported that the problem was initially believed to be with the flow sensor or the console. However, the console was changed, and the air bubble alarms persisted. They were detected at regular intervals on both consoles. At this point, it was believed that the xlung kit was the source of the problem. The xlung kit was replaced, and this resolved the issue. Replacing the xlung kit resulted in approximately 670 ml of blood loss. However, this did not lead to any adverse effects with the patient or the need for medical intervention. No relevant pictures were available. A sample was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: the complaint sample was returned to the manufacturer for evaluation. In addition, log data of the consoles was provided and reviewed. During testing of the xlung kit, no defects were discovered. The oxygenator was filled with water and residual air bubbles were mobilized at 7000 rpm. During venting, air accumulated at the vent port and air could be removed. No air entry was noticed at a gas flow of 14 l/min and a rotational blood pump speed of 500 rpm. No nonconformities were found during review of the manufacturing records. Review of the log data revealed there were multiple air bubble detected alarms. At this time, the ¿zero flow in case of air bubbles¿ function was activated, which resulted in a drop in blood flow. A transfer of gas through the gas exchange membrane can occur when the pressure on the gas side exceeds the pressure of the blood flow. The zero flow in case of air bubbles is a concept described in the instructions for use (IFU). In this case, it cannot be ruled out that due to the ¿zero flow with air bubbles¿ function with the accompanying drop in blood flow (2.7 l/min to 200-400 ml/min) and a set gas flow of 8-10 l/min, the pressure of the gas flow exceeded the pressure on the blood side of the membrane. This may have resulted in a transfer of gas to the blood side, leading to the repeated detection of air bubbles. Based on the sample investigation results, the product functioned as intended and no device problem could be found.

Event description:
Approximately nine days after the start of extracorporeal membrane oxygenation (ECMO) treatment, it was reported that an air bubble detected alarm (#210) that was noticed. In the initial reporting, it was stated that there was ¿a massive air ingress on the gas inlet side¿ of the xlung kit 230. There were no loose connections on the gas inlet side of the xlung kit. The cannula connections and several other sources were checked, and the operator tried to evacuate the air, but the problem reappeared ten minutes later. It was confirmed that all connections were secure prior to the start of treatment. Additionally, there were no visible defects or abnormalities noted on the devices. Upon follow-up, it was reported that the problem was initially believed to be with the flow sensor or the console. However, the console was changed, and the air bubble alarms persisted. They were detected at regular intervals on both consoles. At this point, it was believed that the xlung kit was the source of the problem. The xlung kit was replaced, and this resolved the issue. Replacing the xlung kit resulted in approximately 670 ml of blood loss. However, this did not lead to any adverse effects with the patient or the need for medical intervention. No relevant pictures were available. A sample was returned to the manufacturer for evaluation.